Event description:
It was reported that the patient's prosthesis failed and will require a revision. It was further reported that the patient had been doing well until 8-10 months post surgery when they developed increasing pain and swelling. The infection work up has been negative. Update information: based on the additional information received from the treating doctor, who indicated that only the tibia component is loose and seems to be the only suspect device for the reported pain and swelling.

Manufacturer narrative:
Correction: please refer to h6 results code. The complaint could be confirmed, since the information for evaluation matches the alleged failure. Upon further investigation of the CT scans by healthcare professionals the following was observed: I can confirm that there is loosening and migration, the cause is not 100% clear, infection is likely. Please use the me statement, here: ¿failure of total ankle replacement (tar) over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient (radiological and clinical) information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided, because key clinical information (e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician) is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure and/or the device in relation to cause of the failure.¿ a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required currently. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient's prosthesis failed and will require a revision. It was further reported that the patient had been doing well until 8-10 months post surgery when they developed increasing pain and swelling. The infection work up has been negative. Update information: based on the additional information received from the treating doctor, who indicated that only the tibia component is loose and seems to be the only suspect device for the reported pain and swelling.

Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report.